Manufacturer narrative:
(B)(4)the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site leaked. This occurred while a non-baxter catheter was being attached to the device. The reporter stated that the injection site was tilting sideways within the port, which allowed fluid to leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.